Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller stated that device evaluation was normal and the alert was increased to 2500 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement of 2100 ohms on the left ventricular (lv) channel. No adverse patient effects were reported.